Event description:
The reporter states, that he obtained a 92mg/dl and 293mg/dl blood glucose comparison on the accu-chek compact plus system. The reporter states, he obtained an additional comparison with a blood glucose result of 400mg/dl on the accu-chek compact plus system in comparison to a blood glucose result of 130mg/dl on a professional meter. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.